Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient was feeling sick and tired. She reported receiving unspecified low cgm values. No bg meter comparison value was taken. The patient was wearing a tandem insulin pump. On (B)(6) 2025, the patient¿s cgm was reading around 50 mg/dl. The patient self-administered a glucagon injection and then the cgm value increased to 80 mg/dl. No bg meter readings were taken. The patient then went to the emergency room (ER) around 2pm feeling weak and ¿severely ill¿. The patient was experiencing increased thirst, increased urination, and vomiting. At the emergency room, the patient¿s bg level was 672 mg/dl. She was diagnosed with dka and admitted to the ICU. The patient was treated with an IV insulin drip, synthroid, iron, a vitamin b injection, and tylenol. On (B)(6) 2025, a new sensor was placed on the patient and was reportedly ¿working fine¿. The patient was discharged home on (B)(6) 2025 with a bg meter reading of 80 mg/dl and the cgm reading 95 mg/dl. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When the patient was discharged on (B)(6) 2025, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.